Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the morphology template had not updated since 2017 despite auto-update being enabled. No changes or interventions were reported. There were no patient consequences.